Event description:
It is reported that the patient was revised for eccentric wear.

Manufacturer narrative:
Evaluation summary: (B)(4). All acetabular liners incur wear over their life based on the construction, placement, fixation, patient activity, patient size, and a multitude of other factors. While all efforts are made to minimize this wear, it cannot be eliminated and it is expected that in this case the patient's activities, build, surgical placement and the use of conventional polyethylene led to the wear described after 18 years of service. However, without the actual components and more information regarding the other mitigating circumstances, a definitive explanation cannot be given. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.